Manufacturer narrative:
Reportable event date should have been (B)(6) 2016 rather than (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented at the hospital for upgrade procedure. The right atrial lead exhibited noise, the patient was asymptomatic, the physician decided to cap and replace the lead on (B)(6)2016. The patient was stable post procedure. No additional information was available.